Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a total hysterectomy procedure, however post-operatively the patient came back to the hospital due to repeated vaginal bleeding and abdominal pain. The surgeon found out that the vaginal stump was red (inflamed) and swollen, and also the suture had a poor absorption. To resolve the issue, they cut the unabsorbed suture and administered an injectable medicine with antibiotic to prevent further infection and to promote wound healing.